Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that blood return was confirmed due to hemostatic valve failure. The vizigo¿ was replaced with another one. The complaint product will not be returned for analysis. No adverse patient consequence was reported. No further information is available.

Manufacturer narrative:
Additional information was received on 26-dec-2022. It was reported that the hemostatic valve broke/separated. The sheath was used on the patient. The product is not available for return. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation (mre) was performed for the finished device number lot 00001986 and no internal action related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).